Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the coronary study was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse observed that the led indicators on the b cabinet pdm were not lite up. However, the r cabinet was illuminated. The fse found that the pdu stuck in standby mode and pdm rear panel and b cabinet were not responding. The fse found that the fh1 and fh7 fuse blown on rear panel board. The fse concluded that the replacement of the defective rear panel assy on pdu in m rack was needed to resolve the reported issue. The defective pdu assembly was returned for analysis, and it showed that the fuse fh7 was missing and the fuse fh4 was defective. To resolve the reported issue, the fse replaced the power distribution assembly rear panel. After replacement and necessary adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shut down and was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.